Event description:
According to the op report this valve was explanted due to endocarditis and paravalvular abscess. Intraoperatively, the patient was found to have "extensive" vegetation on the mitral valve. The valve was dehisced along the portion of the anterior leaflet and the valve was excised in its entirety. There was a paravalvular abscess cavity at the 12:00 o'clock position on the ventricular side of the anterior leaflet. The valve was explanted and replaced with a 33mecj-502. The patient was transferred to the ICU in stable condition.